Event description:
The customer reported that the systems' circuit breaker on the tower would not function properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the circuit breaker on the tower with customer supplied equipment. The system was tested and found to be working as intended and put back in service.